Manufacturer narrative:
(B)(4) 2015 09:59 am (gmt-4:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro 2 device, the pa harvested 2.5 lengths of vein from the right leg without an issue. Then she needed more from the left leg. After a while, she noticed something wrong with the jaw of the hemopro. The wire had come off the bottom jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.